Event description:
The lay user/pt contacted lifescan in 2008 and alleged that his one touch ultra meter was giving inaccurate erratic results. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported, that the alleged issue first occurred the same day at 12:00 pm. As a result of the reported issue, he took his usual dose of diabetes medication (glucophage-dosage not provided). The pt also mentioned,that he felt sweaty after the reported issue began. Although he alleged inaccurate erratic results, he only provided one result of 250 mg/dl (the other two results are documented as "unk"). The pt did not receive/require any medical attention and was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the pt alleged experiencing symptom that can be associated with severe hypoglycemia after the reported issue began. Only one result was provided by the pt. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.